Event description:
Additional information received indicated that the atrial lead exhibited loss of capture. X-ray confirmed that the lead was dislodged.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead was found to be dislodged and the physician successfully repositioned it. However, during the patient's recovery period following the procedure the ra lead was found to be dislodged again. Eventually, the physician explanted and replaced the lead to resolve the issue. The patient was in stable condition.